Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: implant "popped" (deflation).

Event description:
Healthcare professional reported the implant "popped". This record is for the left side. Device remains implanted.